Event description:
It was reported the patient presented for an unrelated procedure. Prior to the procedure, it was discovered the leadless pacemaker (lp) exhibited failure to capture. Imaging found the lp had dislodged to a stable location near the tricuspid valve. The lp was explanted and replaced. The patient was in stable condition.